Manufacturer narrative:
Concomitant products: baxter, 1000ml IV bag of 5% dextrose lot: w5g16a1 exp: january 2017; baxter, 25ml IV bag of 0.9% sodium chloride .lot: w5j21c1 exp: july 2016; therapy date (B)(6) 2016. The customer¿s report of a check valve failure was not confirmed, and testing of the returned part by the supplier indicated a passing result. Functional testing was performed; no signs of backflow were noted. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the reported check valve failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed a kcl "bolus" to be infused over an hour, and noticed that it completed faster than the intended program time. The infusion was stopped and serum electrolytes were monitored closely; pre- and post-infusion values were not provided. The pump module, pcu, and tubing were sent to the facility's medical engineering, who determined a back-check valve failure had occurred.